Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. Functional inspection revealed the telescope assembly was able to properly pull back, advance, and retract and microscopic inspection revealed no damage on the distal tip or guidewire exit port assembly.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery (lad). When the opticross imaging catheter was advanced for ultrasound examination of the target lesion, it got stuck in the stent that was implanted in the proximal lad. The motor drive unit (mdu) and transducer were not working in tandem. After pushing and pulling, the catheter could be released, but there were issues with the pullback movement of the mdu. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery (lad). When the opticross imaging catheter was advanced for ultrasound examination of the target lesion, it got stuck in the stent that was implanted in the proximal lad. The motor drive unit (mdu) and transducer were not working in tandem. After pushing and pulling, the catheter could be released, but there were issues with the pullback movement of the mdu. The procedure was completed with another of same device. No patient complications were reported.